Manufacturer narrative:
Evaluation summary: the device is not available for analysis and the device condition is unknown. Dislocation of the hip may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts which may have led to impingement at various interfaces, extent of component stability if non-compatible components were used or components were not matched for the patient requirements which may increase the instability of the joint, extend of soft tissue tension around the hip may have not been able to provide functional support to the joint and patient behavior of the extent of physical activity and compliance of rehabilitation regime may have also led to dislocation. Due to lack of sufficient information the probable cause is unknown. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2008. The patient blacked out and dislocated and was reduced by dr. Patient dislocated again on approx one and a half months later, and decided to undergo revision surgery on two days later to increase her hip stability. Upon examining the liner, it was found to be severely elongated and warped and would not allow reducing.